Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Furthermore, in situ measurements point to one channel being hi since (B)(4) 2016 for which the reason could not be determined. Other damages found during investigation are contributable to the removal surgery. This is a final report.

Event description:
The recipient_s hearing performance was not good with the implant. In (B)(6) 2017 the user was suddenly not able to hear at all with the implant. No accident or trauma to the implant site was reported. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2017 the user was suddenly not able to hear with the implant. The user has been diagnosed with auditory neuronal dysplasia which may have caused the poor hearing performance. The device was explanted on (B)(4) 2017.